Event description:
It was reported that the right ventricular (rv) lead appeared to be oversensing in the atrium. It was indicated that the rv lead sense polarity was programmed rvtip to lvring with a left ventricular (lv) lead model design that does not have a ring electrode. The rv lead sensing configuration was reprogrammed to a bipolar or rv only configuration which resolved the oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.